Event description:
The device was used during a laparoscopic lobectomy. Reportedly, when the device was closed and approximating lever broke. No pt injury was reported. Another device was used to finish the procedure.